Manufacturer narrative:
The reported complaint of ¿broken¿ was confirmed on the returned keypad. Received one used pn: (B)(4) alaris pc unit front case assembly serial number and keypad lot number: (B)(4). A physical inspection of the returned alaris pc unit front case assembly was performed. The returned front case assembly was found to be bd approved part. The front clear display cover was smashed. An internal inspection was performed on the returned keypad. Each layer of the front case was removed and inspected for anomalies. No issues were observed. Log analysis was not performed. The customer did not return the suspect device or logs for review; only the 8015 alaris pc unit front case assembly was returned for investigation. Serial number (B)(4) - when tested, the pc unit would turn on. All led¿s functioned properly. The keypad was disassembled, and no issues were discovered except for the physical damage to the screen cover. . The primary root cause was physical damage to the product the cause of the damage was not determined.. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 04/03/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/21/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Qn database p/n (B)(4). A qn database search was performed on p/n (B)(4). There are four quality notifications opened for p/n (B)(4); however, there were no quality notifications related to this complaint. Only a keypad was received for investigation.

Event description:
It was reported the front case is being replaced since it was "broken". There was no patient involvement.